Event description:
Edwards received notification that a valve model 8300ab27 was explanted after an implant duration of approximately four (4) years and one (1) month due to early degeneration leading to severe stenosis. A 25mm non-edwards valve was implanted in replacement. This case involved a (B)(6) patient with congenital bicuspid native valve and sub-annular calcification. The patient was discharged nine (9) days after the procedure.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it was reported to be lost. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated description, relevant history and section h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes and the patient's age at implant (approximately 50 years old).

Event description:
Edwards received notification that this valve model 8300ab27 was explanted after an implant duration of approximately five (5) years due to calcific degeneration leading to severe stenosis and mild regurgitation. The patient presented with some dyspnea before the procedure. A 25mm non-edwards valve was implanted in replacement. The patient was discharged nine (9) days after the procedure. The explanted device was noted as not available for return because it was lost.